Manufacturer narrative:
The device was received with the cannula assembly fully deployed; the pink slide insert was visible through the viewing window of the top housing. The needle mechanism was inspected, and no issues were found that would result in a needle mechanism failure. The downloaded data showed no abnormalities that would indicate the needle deploying early.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
Patient reported that when she removed the needle cap, the cannula was already out. Blood glucose levels were 216 mg/dl at the time of trying to apply this pod. The pod was not worn.